Event description:
It was reported that the implantable pulse generator (ipg) system was explanted on the left side due to upgrade. The implantable cardioverter defibrillator (ICD) system was implanted on the right side due to chronic occlusion of the left subclavian vein. The pocket area on the left side revealed signs of infection. The patient was treated with antibiotics for 10 days. The patient returned one week later for a wound check and the pocket on the left side was noted to be not approximated in medial lateral portion with yellow, thick drainage inside the incision opening. The patient was admitted to the hospital for IV antibiotic therapy and pocket debridement. A PICC line was placed for outpatient IV antibiotic treatment. The patient returned to the office for another wound check appointment and was noted to have a temperature of 99 degrees since discharge. The patient was admitted to the hospital for further evaluation and treatment. A culture taken from the pocket area demonstrated light growth of staphylococcus aureus. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).